Manufacturer narrative:
A ge service rep performed an on site investigation. The ac plug connections were evaluated and reseated. The system calibration filed were reloaded. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported the workstation would not boot-up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.